Event description:
The clinic reported that a laser vision correction patient presented with night glare that prevents her from driving at night. No vision loss reported.

Manufacturer narrative:
Device available for evaluation - yes. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.